Event description:
The pt was unable to adjust his deep brain stimulation. Status lights on the therapy controller were assessed. The green 9 volt therapy controller light was on. The green neurostimulator battery light was off on the left-side. The pt could not turn on the left sided neurostimulator with the pt programmer. The pt programmer showed stimulation on the right side. The green neurostimulator battery light was lit on the right side. The pt experienced tremors and bradykinesia. An x-ray taken in 08 was within normal limits. The right sided device was reprogrammed. The left-side device was off permanently. The implantable neurostimulators were replaced. Bond wire lift was suspected by the hcp with one device. The hcp reported the outcome as 'no injury'. Please reference mfg report # 3004209178200803233.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.